Manufacturer narrative:
Quality assurance analysis revealed that the guide wire was returned with blood visible on the black polymer and there was no contrast visible. The core was separated 11 cm proximal to the tipball. The black polymer was stretched and the core was jagged at the proximal end of the separation. The tip coils were exposed 1.5 cm proximal to the tipball. The black polymer was twisted at the same location. There was a bend in the core 2.2cm proximal to the tipball. No other damage was noted to the guide wire . A laser micrometer was used to measure the outer diameter of the guide wire. This met mfg criteria. The guide wire was sent to scanning electron microscopy (sem) for further investigation. Product performance engineering reviewed the incident info and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive bending beyond its design limit causing the tip to detach. Normally, for the guide wire to separate due to this type of overload, some portion of the guide wire tip would have to be trapped either in the anatomy or in another device while excessive bending or pushing force (resulting in a bend) was applied. From the incident description it appears that the core was likely bent in the attempt to advance the devices over the guide wire. Because the sem showed over bending, the root cause appears to be from circumstances during the procedure as there was no quality issue detected in the analysis. The lot history record was reviewed and no non-conformances were found, which could have contributed to the reported complaint. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: surgery to remove separated portion of guide wire. Device issue: guide wire separation, difficult to position. It was reported that a bmw guide wire was put down the severly tortuous and severely calcified vessel first; however, another company's balloon catheter would not advance over the guide wire. The bmw was exchanged for the whisper guide wire and difficulties advancing were experienced, so a doc wire was attached for more support and the whisper crossed the lesion. An attempt was made to advance another company's balloon catheter over the whisper guide wire; however, resistance was felt. An attempt was then made to place another company's stent delivery system over the whisper guide wire, but it woluld not advance. All the devices were removed together from the patient; however, approximately 30 cm of the guide wire tip separated and remained in the patient' coronary. Attempts to snare and remove the separated piece of guide wire were unsuccessful and the patient was sent to surgery to remove the separated piece. No additional event or patient information is available.